Event description:
It was reported that shaft break occurred. A 10.0-31mm carotid wallstent was selected for use. During insertion, resistance was felt but it was successfully advanced to the lesion. When the stent was attempted to be deployed, there was still resistance. During deployment, the proximal part of the shaft got broken, and could not be deployed. The break was before the repositioning marker, so it was retracted and retrieved completely. The procedure was completed with another 10.0-31mm carotid wallstent. There were no patient complications reported.

Manufacturer narrative:
Device evaluated by MFR.: the device was received with the stent fully mounted in the correct place on the delivery system. Blood was identified on the stent and delivery system. The device has been placed in a water bath at a temperature of 37 degrees in an attempt to soften the blood on the stent. The investigator removed the device from the water bath and attempted to deploy the stent by holding on to the shaft. The investigator was unable to deploy the stent due to solidified blood on the stent and the outer shaft being detached. A visual and tactile inspection identified complete break of the outer shaft of the device located at the outer shaft to t- connector bond. The shaft was also noted to be severely accordioned from the distal edge of the main t-connector and extending approximately 25mm distally on the shaft. A visual and tactile examination identified no issues with the tip of the device. No other issues were identified during the product analysis.

Event description:
It was reported that shaft break occurred. A 10.0-31mm carotid wallstent was selected for use. During insertion, resistance was felt but it was successfully advanced to the lesion. When the stent was attempted to be deployed, there was still resistance. During deployment, the proximal part of the shaft got broken, and could not be deployed. The break was before the repositioning marker, so it was retracted and retrieved completely. The procedure was completed with another 10.0-31mm carotid wallstent. There were no patient complications reported.